Manufacturer narrative:
The device was returned for investigation. Smiths tampered seal label was intact; housing was cracked. There was evidence of the reported allegation found in the event log. A functional test was performed. The reported failure could not be replicated. The device was started in application, and no problems found with beeping. A root cause of the event could not be established. The downstream sensor will be replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device beeps continuously beeping. No patient injury was reported.